Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a higher than expected pace rate after a lithotripsy procedure. It was found that the high pace rate was due to asynchronous pacing as the pacemaker was in magnet mode. Boston scientific technical services (ts) was consulted and advised to try applying and removing a magnet, however troubleshooting was unsuccessful. One possible cause is that the magnet reed switch was stuck in the closed position. Programming the magnet mode off resolved the asynchronous pacing. This pacemaker remains in service. No adverse patient effects were reported.